Event description:
It was reported by service report that the bed trend works intermittently. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty motion interrupt cable.